Event description:
Patient was prepared for endovascular intervention in the l sfa. At approximately 2 hours after the patient was put on the table, in the middle of the procedure, it was found that the patient was not heparinized. Heparin was administered at this time. After the procedure was complete, the patient experienced thrombosis. The physician brought the patient back onto the table and performed another intervention to remove the thrombosis. Patient recovered with no permanent injury. This is being reported because the thrombosis occurred after a dabra procedure, although the cause is known not to be the dabra.